Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes an "increase in frequency". The voltage and pulse width were reprogrammed, but the programmer gave an error message. Therefore, the device was replaced.